Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event. The product conformed to specifications. The handpiece has since been returned to the loaner pool.

Event description:
It was reported that the loaner handpiece continued to run after the foot pedal was released. There was no report of patient or user injury associated with the alleged event.